Event description:
The customer reported that the secondary medication was scanned and programmed correctly but infused faster than expected. The bag infused within approximately 21 minutes but should have taken 60 minutes. The primary infusion was programmed to infuse at 20ml/hr with a vtbi of 17.5 and the secondary infusion was programmed to infuse at 100ml/hr with a vtbi of 100ml. When tested in the facility's biomed shop with the same secondary set the pump module over infused. Although requested, no further information or details were received by the customer.

Manufacturer narrative:
The customer¿s report of a secondary infusion that infused faster than expected was not confirmed. Physical inspection showed no anomalies. The pump module error log showed no errors or malfunctions on the reported incident date. The pcu or the pcu logs and dataset were no returned for the investigation. The drug ID and programming parameters could not be confirmed. The pump module event log recorded a remote IV received for a secondary infusion of an unknown medication. The infusion was programmed for a rate of 100ml/hr vtbi 100ml. The log recorded the pump is paused at 12:39 pm. At 12:47 pm, the pump is channeled off. Functional testing showed no anomalies. The root cause of the customer's report could not be identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the secondary medication was scanned and programmed correctly but infused faster than expected. The bag infused within approximately 21 minutes but should have taken 60 minutes. The primary infusion was programmed to infuse at 20ml/hr with a vtbi of 17.5 and the secondary infusion was programmed to infuse at 100ml/hr with a vtbi of 100ml. When tested in the facility's biomed shop with the same secondary set the pump module over infused.